Event description:
The patient had a subdural empyema. Bovine pericardium graft (bp11216; lot number 13188121) and duragen (dp1033) were used for the surgery on (B)(6) 2016. The surgeon reported that this was the first time he had used bovine pericardium. The surgeon had concerns for infection. The products had been explanted. Additional information has been requested.

Manufacturer narrative:
Additional information received via telephone call from facility on 20 may 2016 at 5:50pm. The caller was requesting information related to the devices implanted in the patient and in conversation she mentioned the patient had died. The date of explantation was not provided. The exact date of death was unknown, however, she reported the approximate death occurred in (B)(6) 2016 and he was not in the hospital at the time. The patient was a (B)(6) male, who was immunocompromised (the baseline condition and diagnosis was not provided) and receiving steroid therapy. The patient had also developed herpes zoster on his face. Additional information was requested.

Manufacturer narrative:
Integra has completed their internal investigation on 08/30/2016. One (1) package of duragen plus dural regeneration matrix 3x3, catalog dp1033 corresponding to fg lot 1150313 was reported as the complaint unit. According to the information provided, the product was removed and not available for evaluation. Therefore, a failure analysis of the complaint unit is not possible. Device history record (DHR) of the finished goods (fg) lot # 1150313 was reviewed. Manufacture date of fg lot # 1160305 is 03/20/2015 and expiration date is 2018-03. No anomalies were found during the DHR review. One (1) retain sample was visually inspected for product and packaging appearance. No anomalies were observed. The unit met product and packaging specifications. No similar complaints related to ¿subdural empyema¿ have been reported for this fg lot 1150313. After reviewing the complaint system since april 2014 to april 2016, a total of three (3) complaints (including the investigation under this report) related to infection for duragen plus products have been reported. Approximately (B)(4) units of duragen plus products have been shipped for sales purposes since 04/04/14 until 04/04/16, resulting in a complaint occurrence rate of (B)(4). No assignable causes that could be associated to the duragen plus manufacturing or packaging process were identified based on the review of the device history records (DHR¿s), CAPA¿s and ncr¿s history. Based on the device history record review and the retain sample visual evaluation, the condition is not confirmed to be related to the duragen plus dural regeneration matrix product, catalog dp1033. As per surgeon, the patient was already immunocompromised prior to the surgery. It was felt that the cause of the infection was due to the patient's condition and not from the products (bp and duragen) used.